Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose confirmed by both the cgm and a fingerstick meter while using an fsl3+ sensor with the ilet, and troubleshooting included review of reports, discussion of the low glucose protocol, and reinforcement of proper meal announcement. Symptoms included hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates. Investigation included case review, data pull, and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified and that user education on meal announcement and low glucose management was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.